Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings. The customer's blood glucose was 401 mg/dl. The customer mentioned the pump alarmed insulin flow block alarm three times. Troubleshooting was performed. The customer stated cannula was not bent. The product is not being returned for analysis.